Manufacturer narrative:
Concomitant medical product: 4068-52 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, noise, and a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.